Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device." This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of an olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified. An olympus ess visited the user facility on 29jan2024 the customer has recently received training on the tjf-q190v scopes. The customer has recently changed their cleaning process. They have stopped using the scope buddy, and began using the scope buddy plus for the cleaning process. They have also designated certain staff to be involved with the process. "Super user" in-service was provided to the lead tech. The staff received an in-service on the tjf-q190v scopes 12/2023, the lead tech didn't get to attend those in-services. 29jan2024's in-service was a full in-service walking through the entire process. The customer has decided to create an endoscopic retrograde cholangiopancreatography (ercp) team within their staff, who will focus on the ercp procedures and scopes. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: working end of insertion tube, unknown of exact location. Cfu: unspecified. Bacterial identification: candida glabrata. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: instrument/suction channel. Cfu: unspecified. Bacterial identification: corynebacterium aurimucosum, and staphylococcus capitis. Sampling from: distal end and elevator mechanism. Cfu: unspecified. Bacterial identification: staphylococcus hominis, and micrococcus luteus. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The IFU states as follows: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope tested positive for yeast and failed the leak test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.